Manufacturer narrative:
Damaged power inlet filter. Blown fuse.

Event description:
It was reported by service report that the bed has no power. No pt involvement or adverse consequences are reported.